Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The screen and case were damaged. The fse replaced the user interface and the issue was resolved. The device passed performance verification testing.

Event description:
It was reported that the unit had a damaged touchscreen that was unresponsive. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 23may2019, date of report : 28may2019. During failure analysis, a visual inspection revealed numerous cracks in the front and rear bezel the unit's touchscreen was also dirty and had several scratches. The touchscreen was damaged and the reported event was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.